Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: jt7174, mfg: 2008, exp: 2013; lot: jt7175, mfg: 2008, exp: 2013; lot: jt7176, mfg: 2008, exp: 2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conforances and the batch met all finished goods release criteria.

Event description:
International customer reported that a tear was noted on the device three days after the device was initially placed in service. The device functioned normally until this point. The device was removed from service and exchanged. No adverse patient consequences were reported.